Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted during an anterior and posterior repair with mid urethral sling procedure on unknown date. According to the complainant, after the procedure, the patient had mesh erosion and she underwent another surgery for mesh excision. Further medical intervention was required as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.